Event description:
After predilatation of a heavily calcified lesion in mid lad, utilizing a transradial approach, the pixel was positioned for deployment. During stent deployment, the stent delivery system (sds) pressure increased to 8 atm but it would not hold pressure. The physician tried to increase and hold the pressure again at 8 atm but this failed and the stent was not deployed. The physician considered that a balloon rupture occurred because blood was pulled back into the inflation device tube when negative pressure was applied. The sds was pulled back; however, resistance was felt. Another technique was used to pull the system back but this did not work. The sds was located at the ostial lm. The patient's blood pressure dropped significantly and an iabp was inserted. The patient was sent for CABG and was considered stable following the surgery.